Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the hairy foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope had a loose connector. There was no procedure reported to be associated with this event. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem, of loose connector, was unable to be confirmed. The device evaluation instead found hairy foreign material inside the lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.